Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, steerable guide catheter was removed, and a bidirectional shunt was observed with a predominant right-to-left shunt. Patient was managed with observation. All steps were performed as per IFU. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.